Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty positioning the guide wire was not confirmed. The reported difficulty removing the protective sheath could not be tested since the sheath was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the mid circumflex coronary artery. Resistance was noted during the removal of the protective sheath from a 2.5x12mm trek otw balloon dilatation catheter (bdc). The bdc was then advanced 3-4 inches over an unspecified long guide wire and would not advance any further. The bdc was simply removed off the guide wire without resistance. A new, same sized trek otw bdc was advanced to successfully complete the procedure. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided.